Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the left device was also ruptured. This report is for the left sid. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received indicated that the date of explantation was on (B)(6) 2019. Device received on 9/30/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel 375cc silicone breast implants which the right side ruptured, and the left side has issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. Ultrasound examination on (B)(6) 2019 confirmed rupture. On (B)(6) 2019 capsular contracture was confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.